Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the "pump wasn't working". There was no reported adverse impact to the customer's blood glucose level. Attempts were made by tandem technical support to follow up but no further information was able to be obtained.